Manufacturer narrative:
(B)(4). Upon follow up it was reported on an unreported date, the patient¿s fluid was clear and the patient had recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as a patient mistake in which they did not wear a mask. The patient was not hospitalized for the event. The patient was treated with injection vancomycin (intravenous, 1 gram stat every five days, duration not reported) and piperacillin/tazobactam injection (intravenous, 4.5 grams twice daily for 14 days) for peritonitis. The action taken with dianeal therapy was not reported. The patient was recovering from the event at the time of this report. It was not reported if the patient was retrained on aseptic technique. No additional information is available.